Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and an e70 alarm confirmed was noted in history file; unable to perform occlusion test due to motor error alarms. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during testing. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump had broken reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has a motor error alarm on the insulin pump. Customer stated that he received the alarm in the middle of the night and the drive support cap appears normal. Customer was assisted in clearing the alarm and was able to complete the rewind sequence. Customer had a motor position encoder error alarm in the alarm history within the last 30 days. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.